Event description:
Spontaneous. Pt reports remodulin pump was malfunctioning, serial number (B)(4). Pt stated that when they changed the cartridge, tubing, and pump, some blood got into the tubing and pump kept infusing medication and stating that it was working. Pt states that they monitored it for about 15 minutes and continued to see blood flowing into the tubing and was very concerned that the pump did not alarm with any issues about blockages. Pt believes there was something wrong with the tubing and the pump not alarming appropriately for the blockage (of blood). Lot number of tubing is not known. Pharmacy is sending a replacement pump. Pt does not have the tubing available for return. Unknown if md is aware of the event. No further info, details or dates provided. This occurred on (B)(6) 2022, patient switched to backup pump and changed tubing. No further issues occurred. Pump return tracking info is not available, photographs were not provided. This is continuous infusion, set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. No add'l info, details or dates available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes. Reported to (B)(6) by pt/caregiver.